Event description:
As reported by customer in another country, when the gateway y-adaptor was connected to a guide catheter, air entered at the connection. The procedure was completed with another y-adaptor. There was no air injection or patient injury. The used device will be returned for evaluation.

Manufacturer narrative:
Although it has been reported that the device will be returned for evaluation, it has not yet been received by the manufacturer. Therefore, a device failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted.